Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned procedure was performed when the issue happened. The procedure was completed on same system without delay. The philips field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, fse found that the failed host pc memory. To resolve the issue, the fse replaced the 3 memory modules. Due to manufacturing issues, the dimm may not function as intended, leading to issues with the system's functionality. To resolve the issue, on another case philips has initiated a medical device correction (z-1156-2024). After implementing and 3 memory modules, the system was returned to use in good working order. The codes were updated based on the investigation outcome.